Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Two transseptal punctures were performed with a safesept transseptal needle. During ablation, after 5-6 lesions around the left pulmonary veins, the patient became hypotensive. A tamponade was confirmed via intracardiac echocardiogram and transesophageal echocardiogram. Catheters and sheaths were removed from the left atrium. Activated clotting time (act) was more than 1000 seconds. Heparin was reversed. Pericardiocentesis was performed and yielded an unknown amount of fluid. Patient was reported to be in stable condition at the time of complaint report. Patient required extended hospitalization as a result of this adverse event for monitored care. Patient has fully recovered. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that it was related to patient condition, specifically the act of more than 1000 seconds. St. Jude medical sl0 8.5 french sheath was used during the procedure. Generator parameters included temperature control mode with temperature cut-off of 42°c generator values at the time of injury included power at 25 watts (not titrated), temperature at 30°c and impedance at 112 ohms. Overall ablation time at the site of injury was 2 minutes. Last ablation cycle time at the site of injury was 20 seconds. Irrigated catheter flow was set at 17ml/min. Patient received anticoagulant during the procedure with acts maintained at more than 350 seconds. At the time of heparin reversal, the act was more than 1000 seconds. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). Manufacturer's ref. No: (B)(4) it was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a tthermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.